Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Force sensor zero offset within spec (21.3mv). Unit also received with cracked case (battery tube) and cracked battery tube threads and scratched case. In conclusion unit received with unexpected flashing medtronic logo due to corroded electronic assembly. No blank display noted. Unit powered up with a constant flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.